Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, when using the robotic assisted saw interface device (sasi) right with the robotic assisted base station device it was noted the saw interface portion that clamps with the velys saw handpiece was loose despite being fully closed. It was reported that this may have contributed to error messages during the velys resections. It was reported that the robot was mounted to the surgical bed. It was reported that there was a 5-minute delay in the procedure due to the event. It was reported that the procedure was successfully completed. There were no fragments generated. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. No additional information could be provided.